Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the intensive care unit, the intra-aortic balloon (iab) was prepped per instruction. The iab was inserted using a sheath via the left femoral artery. "After starting with pumping, the user noticed that the balloon didn't open completely. After controlling, the iab catheter was removed." Another iab was not placed. There were no reported patient complications. The pump used was the autocat 2 wave.